Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 5seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.